Event description:
Reporter alleged discrepant results between the blood glucose device and a valid lab comparison. Reporter stated device result was 81 mg/dl and lab result was 61 mg/dl. Reporter stated no treatment was received as a result of the alleged incident. Reporter indicated controls were run on both occasions during testing and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.